Event description:
The rptr stated that a dr wanted to try the device before purchasing. The dr used the device on sixteen pts and a co rep took the device back the same day. A few days later, three pts developed a chemically-related conjunctivitis type irritation. Two pts required add'l surgery. The pts were a 83-yr-old male, a 77-yr-old male, and a 78-yr-old female. The rptr is not sure if the device caused the irritations.